Event description:
It was reported that t2 was deployed premature. There was no delay or patent injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remains on the insertion needle; however a 13 inch length of suture were. The suture shows no abnormalities and its length is consistent with a successfully used device. The actuator is in its post t2 deployment position indicating a complete deployment. The condition of the device indicates the trigger was manually advanced causing the reported t2 pre-deployment.